Event description:
Healthcare professional reported "thickening" measuring 1 centimeter in diameter of the left oral commissure and two "palpable, but not visible" lumps on the right oral commissure following injection of juvederm ultra plus to the perioral area and oral commissures. Patient was treated with hyalase and keflex.

Manufacturer narrative:
(B)(4). Attempts to follow up with the injecting healthcare professional have been unsuccessful; therefore, information such as the lot number and type of product are unavailable at this time. Device labeling: undesirable effects: medical practitioners must inform the patient that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.